Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8216-50; serial number: (B)(4); batch/lot number: 14739846; model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.